Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2018. With the following findings: evaluation revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion in the battery compartment. A leak test revealed leaks in the battery compartment and bolus button. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion in the battery compartment. Evaluation also revealed leaks in the battery compartment and bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06-nov-2018.